Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The leaks were identified by the patient during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d5: operator of device: patient/consumer (previously submitted as other). H4: the lot was manufactured from may 25, 2022 to may 27, 2022. H10: four (4) actual devices and seventy nine (79) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the spike port bonding area of 4 used samples and 2 companion samples. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.